Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system underwent a magnetic resonance imaging (MRI) without programming the s-ICD into MRI mode. The s-ICD delivered four inappropriate shocks during the MRI likely from oversensing electromagnetic interference (emi). After the MRI, a long charge (lc) code was recorded. Technical services (ts) was contacted and recommended follow up to confirm appropriate device operation and battery measurements. The patient was admitted to the hospital. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system underwent a magnetic resonance imaging (MRI) without programming the s-ICD into MRI mode. The s-ICD delivered four inappropriate shocks during the MRI likely from oversensing electromagnetic interference (emi). After the MRI, a long charge (lc) code was recorded. Technical services (ts) was contacted and recommended follow up to confirm appropriate device operation and battery measurements. The patient was admitted to the hospital. This electrode remains in service. No additional adverse patient effects were reported. Additional information received detailed this system was working appropriately with normal battery depletion after the MRI.